Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that an error occurred when doing the daily test with the codemaster xl. There was no patient involvement.